Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was r-wave amplitude variation noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgement was noted. The lead was repositioned to resolve the event, and the patient was stable with no consequences.